Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (#024959) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced visual changes approximately 2 weeks post iol implant in the right eye. The event was described as "residual hyperopia ou". Lens orientation change (z-configuration ou) was noted approximately 8 months post implant. Also, pco was noted on (B)(6) 2015. A yag procedure was performed on the patient's right eye on (B)(6) 2015. The reason for yag was not provided. The surgeon indicated that the likely cause of the event was "contraction syndrome". The surgeon is evaluating treatment options.